Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. Patient was advised to remove the bluetooth on the smart device and to turn it off and on and ensure that no applications was running in the background. The patient was advised to perform a paper clip reset on the receiver, however the receiver did not connect. No injury or medical intervention was reported.